Event description:
It was reported the colonovideoscope had a burned tip of the scope. The issue occurred after the diagnostic colonoscopy procedure. There was no patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the occurrence from the information obtained, it was possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.